Event description:
A physician reported a patient who was treated on 26 october 1998 into the nasolabial folds. At the completion of the treatment, the injector pressed and molded the collagen along the treatment sites. When this was completed, a white fingerprint was noted at the upper right nasolabial fold treatment site near the nose. The white discoloration then turned to an ashen color with irregular edges. The discoloration extended from the nose approximately 2 inches to the lip. Topical nitrobid and warm compresses were applied. On 28 october 1998, the patient reported that she "feels a half dollar piece is inside her mouth". On 28 october 1998, the patient presented with a one inch band of purplish-red discoloration swelling and thickness from the ala to the oral commissure with a central small dark area which the injector believed was a beginning necrosis. The area was tender with pain radiating from the ala to the ear. The patient was observed to talk and move her mouth without problems. Oral duricef twice a day, topical bacitracin were prescribed. All symptoms were considered related to the local necrosis. On 3 november 1998, the symptoms had resolved, except for some discoloration at the necrosis site. On 9 november 1998 the symptoms were much improved. On 19 november 1998, the physician reported the patient was seen a few days before, and symptoms had further improved.